Event description:
Healthcare professional reported ¿deflation¿. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿deflation¿. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are needed. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, d1, d3a, g1.

Event description:
Healthcare professional reported ¿deflation¿. This record is for the right side. Device has been explanted.